Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device found the device to be dull. The device show signs of extensive use. The dimensional inspection could not explain or confirm the failure mode of the returned device is within the drawing specification and tolerances. The tooth profile of the returned broach was verified with its respective overlay. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sizing issues with the anthology case were noticed. It was not possible to attribute the issue to any particular instrument and there is no singular surgery to cite. No further information reported.